Event description:
The limited translated symptom info made available indicates "display error at startup". We will consider this to be a cycle power error code where operation is halted. There was no pt involvement.

Manufacturer narrative:
(B)(4). The limited translated symptom info made available indicates "display error at startup". We will consider this to be a cycle power error code where operation is halted. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.